Event description:
As reported, hemostasis was not achieved properly after using a 6/7f mynxgrip vascular closure device (vcd). It is stated that it had seemed that the sealant was not released properly and that part of it was left in the device. The device was removed from the patient's body and there was no reported patient injury. Hemostasis was achieved by manual compression for about 20 minutes. There was no difficulty removing the device from the sterile packaging. The device was stored and prepped per the instructions for use (IFU). The device was removed from the package as per the instructions or use (IFU). The shuttle handle was displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The intended procedure was an interventional procedure with a retrograde approach. The device was inspected prior to use and there were no anomalies noted at the time. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location and there was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, hemostasis was not achieved properly after using a 6/7f mynxgrip vascular closure device (vcd). It is stated that it had seemed that the sealant was not released properly and that part of it was left in the device. The device was removed from the patient's body and there was no reported patient injury. Hemostasis was achieved by manual compression for about 20 minutes. There was no difficulty removing the device from the sterile packaging. The device was stored and prepped per the instructions for use (IFU). The device was removed from the package as per the instructions or use (IFU). The shuttle handle was displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The intended procedure was an interventional procedure with a retrograde approach. The device was inspected prior to use and there were no anomalies noted at the time. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location and there was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, instructs user to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the information available indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, hemostasis was not achieved properly after using a 6/7f mynxgrip vascular closure device (vcd). It is stated that it had seemed that the sealant was not released properly and that part of it was left in the device. The device was removed from the patient's body and there was no reported patient injury. Hemostasis was achieved by manual compression for about 20 minutes. There was no difficulty removing the device from the sterile packaging. The device was stored and prepped per the instructions for use (IFU). The device was removed from the package as per the instructions or use (IFU). The shuttle handle was displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The intended procedure was an interventional procedure with a retrograde approach. The device was inspected prior to use and there were no anomalies noted at the time. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location and there was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3: other text: this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
-His device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved properly after using a 6f/7f mynxgrip vascular closure device (vcd). It is stated that it had seemed that the sealant was not released properly and that part of it was left in the device. The device was removed from the patient's body and there was no reported patient injury. Hemostasis was achieved by manual compression for about 20 minutes. There was no difficulty removing the device from the sterile packaging. The device was stored and prepped per the instructions for use (IFU). The device was removed from the package as per the IFU. The shuttle handle was displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The intended procedure was an interventional procedure with a retrograde approach. The device was inspected prior to use and there were no anomalies noted at the time. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The common femoral artery (cfa) was the stick location and there was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed on the catheter shaft. The procedural sheath was not returned with the device. The sealant sleeve was found not fully pushed back as received, which indicated that the returned device may not have been shuttled down completely during the procedure. The shuttle cartridge and the black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The advancer tube was pulled proximally on the catheter shaft and observed properly engaged to the distal tamp lock as received. No functional non-conformities were observed during the device failure investigation. The returned device performed as intended per the mynxgrip IFU. The product history record (phr) review of lot f2218004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment-partial¿ was not confirmed through analysis of the returned device since the device was received with the full sealant/advancer tube and functional analysis was successful. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and the product evaluation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the issue experienced by the user as evidenced by the incomplete retraction of the sealant sleeve in the returned device. Based on the returned condition, the user may have experienced a failure to deploy event. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.